Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that while manipulating the screw head with the implant holder, the implant holder slipped off of the screw. Both the implant holder and the screw had pieces chip off. All pieces were removed and the screw was left in place as the surgeon felt that it would not affect the patient's outcome. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.